Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-may-2023. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the barrel had a crack extending from below the bd logo up to the 1.6ml graduation line. Potential root cause for the barrel cracked defect is associated with the assembly process. A device history record review was completed for provided lot number 2304426. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml there was a crack and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): crack in the syringe. Noticed during the injection of the drug (narcotic) into the cassette. When drug was drawn into the syringe there was no leak. When compounder attempted to inject the drug into the cassette the content of the syringe leaked out through the crack. Cat# of product being complained: bd309646 description of product: syringe only luer-lok tip 5cc st 125ea/bx 4bx/ca lot or s/n: (B)(6) complaint category: damaged / broken reportable: no. Incident date: 25 apr 2023. Hospital complaint reference #: (B)(4) details of complaint (reported issue): crack in the syringe. Noticed during the injection of the drug (narcotic) into the cassette. When drug was drawn into the syringe there was no leak. When compounder attempted to inject the drug into the cassette the content of the syringe leaked out through the crack. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown qty affected: 1 ea samples available? Yes is customer requesting an rga?: no return qty: qty samples: 1 ea.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml there was a crack and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): crack in the syringe. Noticed during the injection of the drug (narcotic) into the cassette. When drug was drawn into the syringe there was no leak. When compounder attempted to inject the drug into the cassette the content of the syringe leaked out through the crack. Cat# of product being complained: bd309646 description of product: syringe only luer-lok tip 5cc st 125ea/bx 4bx/ca lot or s/n: (B)(6) complaint category: damaged / broken. Reportable: no. Incident date: (B)(6) 2023. Hospital complaint reference #: (B)(4) details of complaint (reported issue): crack in the syringe. Noticed during the injection of the drug (narcotic) into the cassette. When drug was drawn into the syringe there was no leak. When compounder attempted to inject the drug into the cassette the content of the syringe leaked out through the crack. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown qty affected: 1 ea samples available? Yes is customer requesting an rga?: no return qty: qty samples: 1 ea.